Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A caller reported that the customer obtained unspecified high sensor readings compared to readings from the built-in meter. The customer experienced unspecified symptoms of hypoglycemia and was treated with juice and soda. The customer was subsequently treated with insulin injection (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed. And a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported, with the freestyle libre 2 sensor. A caller reported, that the customer obtained unspecified high sensor readings compared to readings from the built-in meter. The customer experienced unspecified symptoms of hypoglycemia. And was treated with juice and soda. The customer was subsequently, treated with insulin injection (dose/type unknown). There was no report of death or permanent injury associated with this event.